Event description:
It was reported that the pump deactivation button of this inflatable penile prosthesis was not working. The cylinders would inflate, but the patient was unable to deflate the device. The pump and reservoir were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Patient consent for product analysis was not received, therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation h3 other text : patient consent for product analysis was not received

Event description:
It was reported that the pump deactivation button of this inflatable penile prosthesis was not working. The cylinders would inflate, but the patient was unable to deflate the device. The pump and reservoir were explanted and replaced. No patient complications were reported.